Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm epic plus supra aortic valve was selected for implant. The native annular dimension was 22mm. The valve was sized via sizer. During implant, the epic valve was unable to fit into the lesion. "The physician believed that the device can be implanted since the sizer could be inserted" and "attempted to push the device." However, "a tweezer made a contact with the device, and the cusp of the device was torn" at the location of the coaptation of the left cusp. The valve holder had been removed after being used to parachute the valve into the annulus. A cor-knot was not used. Therefore, a new 19mm non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device damaged during procedure was reported. It was indicated that when attempted to push the device a tweezer made a contact with the device, and the cusp of the device was torn. An image was received appeared to show leaflet with tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.